Event description:
A/w connector at lg plug is loosened. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Manufacturer narrative:
Evaluation summary: it is assumed that the screws were loosened by repeatedly attaching and detaching the adapter to the aw connector. A service manual for changing the screw lock application position was issued on 11jun2021, and training was conducted at the service center. Correction information g6: follow up #1. H2: type of follow up. H4: device manufacture date. H6: coding changed based on the investigation result.